Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt will have a pocket revision due to the ipg being uncomfortable to the pt. The pocket was successfully revised. The physician added two lead extensions. The pt is reportedly doing well.